Event description:
The surgeon informed the manufacturer's (MFR) representative of the following: the device was inserted in the right subclavian in 2000, with no problems. The device functioned properly for two (2) months. Several weeks ago (exact date unknown) resistance was met during injection and the catheter was noted to be occluded. The device was flushed with saline and the problem appeared to be resolved. Approximately ten days ago, the pt returned to the oncologist for treatment. The nurse attempted to inject into the device without success. Subsequently, the nurse injected very strong with the syringe and swelling was noted in the area of the device. Subsequent to that, the pt had symptoms. The exact nature of the symptoms was not known as the surgeon was on vacation at that time. The pt was sent for x-rays and contrast was injected into the device. The catheter was noted to be fractured and a 4" segment of catheter had migrated to the patient's pulmonary artery. The catheter segment was retrieved, angiographically. 2 months later, he removed the device body with an attached segment of catheter. The pt appears to have tolerated the procedures well. Also, the segment of catheter attached to the device body appeared compressed and fish-mouth in appearance. He wanted to know what could cause the catheter to fracture/shear? The MFR's representative informed the surgeon that based on the information provided, this sounds like catheter shear caused by "pinch-off; however, that could not be confirmed until the device/catheter and catheter segment were analyzed by the MFR. The surgeon stated that he had the device body with the attached segment of catheter in his possession and would return it to the MFR for analysis. He would try to find out if the catheter segment retrieved from the patient's pulmonary artery was available to be returned to the MFR and return it also. The surgeon asked the MFR's representative to fax them articles exclusive to central venous catheter "pinch-off" and fracture and "pinch-off sign" to review. No further details were provided at this time.